Manufacturer narrative:
H3: it was found in the analysis that visually, the pouch was open from 2 of 4 sides when returned. There were traces of contamination found on the outer tube and at the proximal end of the inner shaft. There was no damage noted in the external construction of the device. Functionally, the inner assembly spun by hand with slight binding. The device was securely loaded into a handpiece, and while rotating in oscillating mode up to 7 ,500rpm, it was wobbling. The blade was not stopping during the rotation but was wobbling. For further analysis, the inner shaft was pulled out of the outer assembly, and it was noticed that the inner shaft was bent near the distal end of the inner hub. There were also striations noted at the distal end/tip of the inner shaft, and on the shaft near the distal end of the inner hub. The device failed due to the defective condition upon return and the inability to spin properly. A review of the global complaint data showed one similar complaint about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the user opened a blade, which is used on the handpiece of m4, the blade stopped rotating after a few rotation. The handpiece tested with another blade and it was normal to connect other blades. The blade rotated a few times and then stopped rotating. The blade was used for the first time after opening from the package. There was no patient impact.